Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. Se discovered fluid ingress in both the haptic and portal pinch valves. Se was unable to manually move pinch valves. Se disassembled, cleaned, reassembled, reinstalled both valve bodies. The device passed functional testing afterwards.

Event description:
It was reported that after priming the device with albumin and performing the leak test, the portal pinch valve was not engaging when stopping perfusion despite reading 100% on the graphical user interface screen. The device users continued the rest of priming with packed red blood cells while troubleshooting was performed and the pinch valve was cleaned. This troubleshooting was not successful, thus it was recommended that they discontinue use of the device. Subsequently, the device user confirmed that the donor liver was successfully transplanted.